Event description:
It was reported while using bd vacutainer® serum that one (1) tube was contaminated causing inaccurate test results. The initial reporter did not indicate what test result was inaccurate. There was no known health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to erroneous results as all samples met specifications. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-unknown) because no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results-unknown. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum that one (1) tube was contaminated causing inaccurate test results. The initial reporter did not indicate what test result was inaccurate. There was no known health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital , university. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.